Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery had been depleted for 3 weeks as the customer did not have supplies. When the customer went to plug the pump to charge the pump became unresponsive and the customer was not able to resume insulin deliveries. There was no impact to the customers blood glucose level. Troubleshooting with tandem technical support was performed. It was indicated that the customer would use manual injections as alternate insulin therapy.